Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.

Event description:
It was reported that the patient's unit had a low oxygen error following a column replacement. Troubleshooting did not resolve the issue. As a result, patient had a hard time breathing and felt sluggish. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.